Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the customer is having problems with the vacuum and a clogged tip during the procedure; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract procedure an ophthalmic operating console was not communicating with footpedal and ophthalmic handpiece and also exhibited loss of vacuum in phacoemulsification mode. The phacoemulsification tip was found clogged and exhibited low vacuum. The procedure was competed successfully using another phacoemulsification tip and console. It was also reported that patient required vitrectomy to remove the cataract portion that fell to the back of the eye and have a replacement lens sewn in. Additional information has been requested but none received till date. This report is for the ophthalmic phacoemulsification tip involved in the event.